Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer stated the insulin is squirting out during manual prime process. Customer stated the insulin continued to drip after motor stopped during manual prime process. The customer stated the drive support was sticking out. The customer's blood glucose was unknown. The customer was advised to revert to back up.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to loose protruded drive support disk. The insulin pump passed displacement test, self-test and unexpected restart error test. All operating currents tested within the specifications range and passed off no power test. No moisture damage noted on the electronics assembly. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case near the display window corners and minor scratches on the display window noted.